Event description:
Patient arrived via ambulance to emergency department complaining of abdominal pain. Present with cold, cyanotic nail beds. Considered high risk. Evaluated by surgeon and prepared for exploratory laparotomy with possible bowel resection. Patient in operating room, pre-op, suffered cardiac arrest. Using zoll defibrillator, attempt made to resuscitate. First defibrillator failed to fire discharge despite repeated efforts. Second defibrillator had to be brought in to continue code blue.